Event description:
It was reported that the user interface was loose. There was no patient involvement. (B)(4).

Manufacturer narrative:
According to received information from the user facility, the ventilator has been returned to clinical use. No repair has been performed. No parts were returned for investigation. Since no replaced parts were returned for investigation, the exact root cause of the reported loose user interface has not been determined.

Event description:
(B)(4).